Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked in multiple locations along the pusher assembly; the stretch resistant wire (sr wire) was fractured; the coil was detached and stuck inside the introducer sheath. Conclusions: evaluation of the returned device revealed that the pusher assembly was kinked in multiple locations along the pusher assembly. This type of damage likely occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as a kink may occur. Some of these kinks may have been incidental and occurred during packaging the device from return. Further evaluation of the returned device revealed that the sr wire was fractured. This type of damage likely occurred due to improper handling during use. If the device retracted with force and resistance occurs, damage such this may occur. Due to the returned condition of the ruby coil, the root cause of the reported issues could not be determined. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer's microcatheter, the physician experienced resistance and subsequently, the coil would not advance into the microcatheter. It was reported that there may have been a slight gap between the sheath and the hub of the microcatheter. The physician then attempted to resheath the ruby coil but encountered resistance and was unable to resheath the coil. It was noted that the coil may have prolapsed. In addition, the microcatheter was stable for the entire duration of the procedure and it is unknown why the physician experienced resistance throughout the procedure. The ruby coil was removed and the procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.